Event description:
The customer contacted physio-control to report that the latch holding the lid on their device was broken and the device would no longer power on when the on/off button was pressed. There was no patient use associated with this event.

Manufacturer narrative:
Device evaluated by mfg ¿ yes. Device evaluated by mfg ¿ no. Reason for no evaluation ¿ device evaluation anticipated, but not yet begun. Codes of the initial medwatch report indicates: code # 2645 ¿ na, code # 1476 ¿ unlabeled. Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Codes of the initial medwatch report should indicate: code # 2645 ¿ na, code # 1476 ¿ unlabeled. A third party service agent performed an initial evaluation of the customer¿s device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control further evaluated the customer's device and verified that the broken lid latch prohibited the device from powering off. The device lid latch will not allow the on/off switch to depress due to the damage.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the latch holding the lid on their device was broken and the device would no longer power on when the on/off button was pressed. There was no patient use associated with this event.